Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal saline 1 ml/ml at 0.0063 ml/day via an implanted pump for an unknown indication for use. It was reported that the patient was experiencing spinal headaches. The catheter and anchor migrated slightly and the patient had a persistent cerebrospinal fluid (csf) leak due to pseudomeningocele. The patient also experienced pain at the pocket site with no known environmental factors. The pump was moved from the flank to the abdomen. Diagnostics/troubleshooting included a CT scan, and actions/interventions included a catheter and pseudomeningocele revision. The pump segment was replaced, and the spinal segment remained. The catheter anchor was revised. The issue was resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 26-mar-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.